Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump causing the pump to shutdown and that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the customer was incoherent and was treated intravenously with fluids by emergency medical technicians (emts). A replacement pump was sent to the customer to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.